Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic abdominal perineal resection, the device had an incomplete seal cycle. The product was removed and replaced. No bleeding was noted and there was no patient injury.